Manufacturer narrative:
B3: event date was asked and it was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the battery in the controller was completely dead. Pt stated that the controller had been saying that they needed a new battery soon, but they didn't know how soon. Patient confirmed the message batteries low replace the controller batteries soon (70) would appear when trying to charge the implant. Pt said that they kept trying to charge the implant, it would only charge to 30% and then the controller would kick them off, agent understood that the controller would go unresponsive. Pt then said that it would act like it was going to charge most of the time, but then it would cut them off again, agent understood when trying to charge the implant. Pt mentioned that they would reset the controller daily and it may help for a few minutes but then issues would persist. Pt noted that their back was killing them, and they couldn't stand up to do anything, agent understood as due to issues with the equipment. During the call, pt commented that they thought there was a short in the recharger paddle. Agent walked pt through resetting the controller with the ac power supply. Pt confirmed the screen turned on. Pt noted that they had dropped the controller several times and that something had sprung up on the top of the controller when they dropped it, so they had to tape the controller together to keep it together and noted that it would kick off the stimulator and kick it back on. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the controller and battery pack. Agent advised patient to callback if they noticed any ongoing issues. Pt mentioned an issue outside of their reason for call, so agent did not gather further information but documented the information provided. Pt also mentioned that the stimulation was supposed to help their legs and back, but their legs were getting worse and worse, and they needed to get something going. Agent understood that the patient was referring to the implanted neurostimulator not helping their pain and that the therapy wasn't hardly touching their legs. Pt reported that when they lay down, their legs vibrated, and they kept the stimulation at a level that was comfortable for them. Pt also mentioned that they had arthritis in their neck. Agent provided the phone number for their doctor to call on their behalf. The patient was redirected to their healthcare provider (hcp) to further address the issue and to meet with a manufacturer representative (rep) in person for reprogramming to better optimize their therapy. Patient reported on (B)(6) 2025 they got stuck in the pairing steps for 'connect recharger' and had been connecting to ac power instead. After trying to unplug and re-plug the charging cord a couple times, they saw software problem: 1 - intellis; 2 - 3.6; 3 - 245; 4 - ensinterfacesm,c on the screen and couldn't get it to clear even after removing the battery and reinserting. Agent had patient remove battery and plug to ac power, screen powered on and cleared message. Green light began flashing when battery was reinserted and agent walked patient through pairing steps. After connecting the recharger, they saw no device found; confirmed they had not charged since last friday and usually they had to charge daily, sometimes twice daily. After patient mentioned they were having a difficult time positioning the recharger to find ins, they reported seeing connectivity strength number of 89. Agent reviewed they will likely have to let the ins charge up in passive recharge mode for at least 10 minutes, then should be able to complete pairing steps. Patient reported 'it had been 4 years' and maybe needed something in their back; agent understood they were mentioning the time they've had the implantable neurostimulator (ins). Patient said they had a lot of problems with their back.